Event description:
The patient underwent generator replacement surgery due to intensified follow-up indicator (ifi). It was later reported that the patient had an increase in seizures when her previous generator battery got low. The explanted generator was returned to the manufacturer and product analysis (pa) was completed. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.